Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/30/2020. Additional information was requested and the following was obtained: the tip of the needle was noted to be missing during surgery and the missing piece was not retrievable.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle tip retained? If retained, what is the location of the retained needle? What was the size of the needle used? Was more than half the needle retained in the patient? Was the needle tip removed during the initial procedure? If the needle piece is retained, are there plans to remove it?

Event description:
It was reported that a patient underwent a lower segment caesarean section on (B)(6) 2020 and suture was used. When using the needle, it felt it had become blunt. The tip of the needle was noted to be missing during surgery and the missing piece was not retrievable. The lot number of the broken needle is unknown. Additional information was requested.